Event description:
It was reported that when the device was used during a partial lung resection, there were malformed staples, and the device only delivered an incomplete staple line. There is no reported pt consequence and one device is being returned.